Manufacturer narrative:
Age at time of event - 60s.

Event description:
It was reported that a pseudoaneurysm occurred. A 6mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a percutaneous transluminal angioplasty procedure, within the superficial femoral artery (sfa). The stent was successfully placed. During a routine follow-up visit, a pseudoaneurysm was found at the proximal edge of the eluvia stent. It was confirmed by echocardiography that there was blood flow in the pseudoaneurysm. It was noted that the patient had an infection caused by an arteriovenous shunt. According to the physician, the infection was not related to the stent. No intervention was performed to treat the pseudoaneurysm and the patient will continue to be monitored. No additional adverse event was reported.